Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a femur fracture caused by an accident; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a femur fracture caused by patient fall not caused by biomet implants; however, no revision procedure has been reported to date.

Manufacturer narrative:
Additional information received indicates the accident and subsequent fracture were due to patient fall not related to biomet products. Therefore, please disregard the report associated with this MFR number as there is no event to report.